Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that an rx needle knife xl was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2022. During the procedure, the rx needle knife xl was used to make a precut. It was then discovered that the tip of the needle was lying in the duodenum. They attempted to remove it with a grasper, but it was not possible. It was reported that based on their assessment, the detached needle tip will just pass naturally. The procedure was completed using the same original rx needle knife xl. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: impact code f2301 captures the reportable event of using another device as an attempt to retrieve the detached needle tip. Medical device problem code a0401 captures the reportable event of cutting wire broken. Block h10: the returned rx needle knife xl was analyzed, and a visual evaluation noted that the working length was free from obvious kinks/bends and no visual problems were found in the device. The device was observed under magnification, and during inspection when the handle was actuated, it was found that the needle/wire was broken and blackened. Per functional inspection, the needle did not extend due to the device condition (broken wire). Per x-ray inspection, the images revealed that the wire was broken at the distal section. No other problems with the device were noted. The reported event of cutting wire break was confirmed. Upon analysis, it was found that the needle/ wire was broken and blackened. The cutting wire being blackened indicates that the device was energized. Based on the condition of the device, the problem found could have been generated due to the technique used, the patient anatomy, the interaction with the scope or additional devices. Also, if it exceeded the maximum of voltage or if the cutting wire was not in constant motion as per IFU states, therefore these procedural factors could have contributed to the broken wire leading to an extension problem as well as due to the missing broken section. Based on all gathered information, the most probable root cause of this complaint is adverse event related to procedure. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Event description:
It was reported to boston scientific corporation that an rx needle knife xl was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2022. During the procedure, the rx needle knife xl was used to make a precut. It was then discovered that the tip of the needle was lying in the duodenum. They attempted to remove it with a grasper, but it was not possible. It was reported that based on their assessment, the detached needle tip will just pass naturally. The procedure was completed using the same original rx needle knife xl. There were no patient complications reported as a result of this event.